Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for one patient from a cobas 6000 e 601 module. The serial number was requested but was not provided. The patient has dwarfism and had been injected with recombinant human growth hormone beginning in (B)(6) 2017. An interference was suspected as the results portray hyperthyroidism however the patient had no thyroid symptoms and appeared normal. The results of the patient's thyroid function tests were normal on (B)(6) 2018. However, with sample from (B)(6) 2018, the elecsys ft3 iii and elecsys ft4 ii assay concentrations were both increased. The samples were tested with the beckman, siemens, and abbott methods and the results were discrepant for ft3, ft4, elecsys tsh assay, and roche diagnostics cobas elecsys anti-tpo. Refer to the attachment to the medwatch for all patient data. This medwatch is for the tsh assay. Refer to the medwatches with the following patient identifiers for the other assays involved: (B)(6). No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
A sample was requested for investigation but cannot be provided. The investigation was unable to find a definitive root cause.